Event description:
The patient¿s spouse reported that a pod was removed due to high blood glucose (bg) levels of 400 mg/dl while wearing the pod between 37 and 48 hours. On (B)(6) 2026, the patient was hospitalized due to pneumonia and pulmonary fibrosis while the pod was worn. The patient reportedly had difficulty breathing. They had attempted to reduce the patient¿s bg levels but were unsuccessful. The patient was not treated for hyperglycemia while hospitalized. The pod was removed and discarded. The pod insertion site was reported to be slightly swollen. A new pod was successfully applied which was brought to the hospital from the patient¿s home. While the hospitalization was not related to the pod, the pod was worn at the time of the event and the patient experienced high bg levels. The patient was stabilized following inpatient treatment; blood glucose gradually decreased with use of the new pod. The patient was discharged after approximately 10¿13 days.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.